Event description:
It was reported that during cleaning of the device at the user facility, the silver was flaking off. There was no patient involvement, no adverse consequences, no medical intervention and no surgical delay.